Manufacturer narrative:
The reported device remains implanted in the patient. Therefore, product evaluation cannot be performed. The cause of the event cannot be conclusively determined. From available information. There was no evidence of product failure. Linked MDR's 2029214-2017-01533, 2029214-2017-01534, 2029214-2017-01535.

Event description:
Medtronic received information that a patient's aneurysm recanalized after being treated with medtronic coils, an aneurysm bridging device, and a pipeline flex device about a year ago. The patient's aneurysm located at the cavernous segment of the internal carotid artery. It had max diameter of 10.2mm and neck width of 5.3mm. Landing zone artery sizes were 4.3mm distally and 4.8mm proximally. Vessel tortuosity was describe as normal. The patient was being retreated with flow diverter. No patient injury reported.